Manufacturer narrative:
Unit received with missing segments/partial display due to cracked lcd zebra connector. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip.

Event description:
Customer reported via phone call to have experienced display anomaly. Customer reports that display began to fade in some areas and had vertical lines in others. Customer was not able to view display. Customer reported that insulin pump was not dropped or bumped. Customer's blood glucose was 59 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.